Manufacturer narrative:
This report is filed (B)(4), 2012.

Event description:
Per the clinic, the patient reported pain at the implant site resulting in the decision to explant the device. The device was explanted on (B)(6), 2011. It is unknown whether there are plans to reimplant the patient with another device.

Manufacturer narrative:
(B)(4).